Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was not able to hear with the implant.

Manufacturer narrative:
Based on the received information, a damage to the conductive link or to the device appears likely, as indicated by in-situ testing. However, to determine an exact root cause of failure a device investigation to the explanted device would be necessary. Despite several requests, the explanted device has not been received for investigation. This is a final report.

Event description:
The patient was not able to hear with the implant. The device has been explanted but has not been received for investigation.

Manufacturer narrative:
Conclusion: device investigation revealed damage to the conductive link as might be caused by minute device mobility. The problems described in the patient report appear to match this damage. Other damages found during investigation are related to the explantation surgery. This is a final report.

Event description:
The patient was not able to hear with the implant. The device has been explanted and was received for investigation.